Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2008. The pt attempted on several occasions to self-catheterize at home after surgery because she did not feel she completely emptied her bladder. The pt has macular degeneration and could not successfully catheterize herself.the following month, it was found that the pt had a staph urinary tract infection. The primary care physician placed the pt on a one time fosfomycin dose.

Manufacturer narrative:
Date sent to FDA: 12/25/2008. (Infection occurred) - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.